Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative reported the device was returned for analysis.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving an unknown drug via an implantable infusion pump for non-malignant pain and arachnoiditis. It was reported that a motor stall was seen at the initial interrogation of the pump. The patient had not recently had a magnetic resonance imaging (MRI) scan. The motor stall was active. The pump stalled on (B)(6) 2017. No symptoms reported. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp). It was reported that the hcp was requesting the pump off password for the pump. The code was given. No further complications were reported.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp). It was reported that the patient had withdrawal symptoms of nausea, vomiting and diarrhea. The cause of the motor stall was not determined. The pump was interrogated. The patient was started on fentanyl patches. The patient did not want the pump replaced. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a manufacturer representative on (B)(4) 2019. It was reported that the pump had failed and was shut down. The pump still had 8ml of drug left. The pump was delivering fentanyl (4000mcg/ml at 900mcg/day). It was noted that there were no relevant external factors that may have led or contributed to the issue. Logs were read and the pump was replaced. The issue was not resolved at the time of report and the patient's status was alive - no injury.

Manufacturer narrative:
(B)(4) the pump was returned, and analysis found corrosion and-or wear and-or lubrication and stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.